Manufacturer narrative:
The company service representative examined the system and found that the optical coherence tomography (oct) reference arm was stuck at the end of its travel. The company service representative manually moved the objective in order to unlock the oct mirror. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event could be attributed to a nonconforming oct reference arm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an anterior capsular bag rupture during a laser assisted cataract procedure. The optical coherence tomography (oct) mirror inside the laser arm did not move properly so the oct plans were incorrect. The capsulorhexis was performed on the cortex of the crystalline lens. After laser portion, objective was moved manually in order to unlock the oct mirror connected to the objective. The capsulotomy and lens fragmentation were completed with the laser. In the operating room, the surgeon realized that the capsulotomy was performed on the cortex instead of the anterior capsule. Lens fragmentation was noted to have been performed inside the crystalline . An intraocular lens was not implanted because an anterior capsular bag rupture occurred. The rupture was caused manually by the surgeon when searching the anterior capsule that was supposed to be already cut from the capsulotomy performed by the laser. The doctor decided to check the patient the following day in order to decide further treatment plan. The field service engineer explained that the oct reference arm mirror assembly inside the gantry was blocked. At the moment of surgery, no one realized that the oct image was not positioned correctly regarding the depth of treatment. No error messages or warning alarms appeared on the laser. Additional information was received. The patient¿s eye is stable and quiet. The doctor decided to wait a couple of months and, then will perform a secondary implant on this patient's right eye with a monofocal intraocular lens (iol) in the sulcus or an iris fixation. The patient's left eye will be done in the future with best iol choice possible. The patient's refraction now is really bad so the patient is very unhappy, angry and disappointed. The patient will be managed in the mean time with a contact lens.